Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104180 ¿ taperloc complete femoral stem ¿ 2407518; 16-104158 ¿ ringloc shell ¿ 054130; ep-106885 ¿ e1 poly max-rom liner ¿ 560130; 103532 ¿ ti low profile screw ¿ 919130; 103532 ¿ ti low profile screw - 918980; therapy date: (B)(6) 2012. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07045, 0001825034-2018-07082, 0001825034-2018-07087, 0001825034-2018-07091, 0001825034-2018-07094.

Event description:
It was reported patient underwent a two-stage revision approximately 3-5 months post primary left total hip arthroplasty due to infection: (B)(6). Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.